Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, treatment with the oad may have caused debris to travel downstream which embolized to cause the distal no flow, however occurrence of this was not confirmed during the procedure. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that slow flow or no reflow phenomenon is a potential adverse event that may occur and/or require intervention. (B)(4). Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat two lesions in the proximal and mid right coronary artery. Three treatment passes on low speed were performed on each lesion, followed by balloon angioplasty and stent placement. Following final angiography, the posterior descending artery was noted to have no distal flow. The vessel was rewired and balloon angioplasty was performed to restore flow and the patient was stable following the procedure.